Event description:
During an in-clinic follow-up, it was not possible to interrogate the device using radiofrequency (rf) telemetry. No intervention has been performed, although a revision procedure is anticipated. The patient is stable.